Event description:
It was reported that during a lower intestine procedure, during dissection of the splenic angle of the colon, the shears stopped working with an instrumental error. Then it was verified that the active part of the jaw was broken. The surgeon claims to have no leaning against the shears on any hard object such as tweezers or bone structure of the patient. The patient had no serious damage with the breaking of the active part of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.